Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, and high pacing impedance. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. A tip stiffness test was performed, and the results were within specification. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage.

Event description:
New information received notes the right ventricular (rv) lead presented with an impedance and capture threshold anomaly. Programming changes were made, but the lead was eventually explanted in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
New information received notes the right ventricular (rv) lead presented with high pacing impedance and failure to capture. Programming changes were made, but the lead was eventually explanted in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with cardiac perforation. The lead was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Manufacturer narrative:
Further information requested but not received.